Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The field service engineer (fse) was able to confirm the reported problem with the customers disposable circuit. When the test circuit was used the test passed. The fse noted o2 flow out of range, in the significant event log. There were no parts replaced for either est issue. The fse replaced power switch overlay to resolve this issue of battery indicator led not illuminating. Manufacture evaluation of the returned part for the customer complaint of battery indicator led was not illuminated was caused by an open battery indicator led d1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed the pressure relief valve testing within the extended self test (est) and that the battery indicator led was not illuminated. The field service engineer (fse) reported o2 flow out of range error found in device history log. There was no patient involvement.